Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 500 mg/dl. It was stated that the customer was experiencing high glucose for the past year. It was stated that the customer had a urinary track infection caused by her high blood glucose. Troubleshooting was performed. Reviewed the programming and found in the alarm history multiple low battery alarms. Also it was found a discrepancy between the bolus total and daily total. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. It was stated that the customer uses the infusion set and reservoir over three days. It was stated that the carelink shows that the insulin pump was suspended in the past when it was not as well. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.